Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension vista 1500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the original instrument. The repeat result recovered higher than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension vista 1500 instrument. Quality control (qc) and calibration were acceptable at the time of sample processing. The customer replaced the integrated multisensor technology (imt) sensor and noted imt bubble errors for the imt module. With remote assistance from siemens, the customer bleached the imt vent and sample ports, cleaned imt probe and drain, aligned imt probe and module, ran check 1, which recovered acceptably, and replaced peristaltic tubing. The customer also replaced the aliquot probe for an unrelated issue. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, power flushed the imt, primed all fluids 4 times, replaced peristaltic pump tubing, and ran fluid tests, dilution check, check 1 on imt module, quick check, and qc, which recovered acceptably. Siemens reviewed the instrument data and ruled out reagent issues as qc recovered within acceptable ranges on the day of the event. Siemens further evaluated the event and determined that the fluid flow issue in the imt system, which was addressed with the service actions above, potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of the device is required.